Manufacturer narrative:
(B)(4): device not returned.

Event description:
It was reported that, "set screw [blocker] became dislodged from tulip post op, but before discharge. Revision was performed and construct reinforced.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The implant is not available as well as x-rays. Without inspection of the implant or x-rays, it is impossible to conclude precisely about the failure mode and causes. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: the patient is obese. Obesity is indicated as a contradiction to use of xia 3 spinal fixation system in the instruction for use. Product is not available - no product was returned

Event description:
It was reported that, "set screw [blocker] became dislodged from tulip post op, but before discharge. Revison was performed and construct reinforced.